Event description:
It was reported via the implant patient registry that an 25mm 11500a inspiris resilia aortic valve, implanted for 10 months, 12 days, was explanted due to severe aortic stenosis, aortic aneurysm, endocarditis and vegetation. The explanted device was replaced with an 25mm 11500a inspiris resilia valve.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via the implant patient registry that a 25mm aortic valve, implanted for 10 months, was explanted due to unknown reasons. The explanted device was replaced with another 25mm valve. As reported the event was not due to deficiency of the original device.